Manufacturer narrative:
Additional information: a3, e1 (phone), h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
FDA form 3500a was received 05feb2026.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cardiac catheterization with coronary intervention, the hub separated from a flexor introducer sheath. The ipsilateral access site was reportedly very scarred from multiple previous catheterizations. The anatomy was ¿not very¿ tortuous, a ¿little¿ calcified, and very scarred. Per the reporter, although other manufacturers¿ catheters were manipulated through the long sheath without difficulty and resistance was not encountered during insertion or removal of other devices through the sheath, getting the sheath in was difficult. Per the reporter, when closing the femoral artery, the sheath separated at the hub. A cook wire guide was in the sheath lumen at the time of hub separation. The dilator was not reinserted prior to sheath removal. Reportedly, the physician held pressure at the groin in preparation for sheath removal. Per the reporter, the tech removed the sheath by initially holding the hub until the sheath was far enough back to pull from the sheath shaft, as the user ¿knew it would be difficult to remove.¿ once the sheath was far enough back, the user put two hands on the device and maintained a steady pull, at which point the hub separated. The wire was removed with the sheath, likely when the user ¿tossed the broken piece back when startled¿; however, because the sheath tip was still in the vessel, the wire was reinserted through the sheath shaft, and another manufacturer¿s closure device was successfully placed. The sheath was manually removed during insertion of the closure device, ¿as per normal process.¿ minimal blood loss was reported; however, because the physician had a ¿great handle¿ on the groin, a hematoma did not form. The patient was admitted and monitored overnight ¿just in case¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this event.